Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing overstimulation. It was also stated that the patient would experience a left leg jerk. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.